Event description:
The reporter stated the surgeon implanted an aa4203tl silicone single piece lens with toric optic in the patient's right eye. The patient complained of blurry vision. Pigment dispersion was noted in anterior chamber. There was chaffing of the iris. Post-op elevated iop. Surgical intervention, implant of eye stent. Treatment/therapy - use of eye drops and monitoring patient. Physician will wait to see if symptoms reside. Lens remains implanted.

Manufacturer narrative:
Pt age: dob (B)(6) 1950. Pt weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Explant date: lens remains implanted. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): the product pertaining to this claim remains implanted. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Method: device history record review. Results: device history record review - evaluation of the complaint file, device history record and a root cause analysis show that the manufacturing process met all requirements. Therefore, the manufacturing process is ruled out as the root cause of this complaint. From the information provided, the most likely root cause is patient related issues, but a specific root cause cannot be determined. Conclusions: based on the complaint history, work order search, medical review and device history record review, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review: od: reportedly patient presented with blurry vision following iol (single-piece silicon with toric optic) implantation. On the clinical exam iris chafing and subsequent pigment dispersion in the anterior chamber were observed. Postoperative elevation of iop (24mmhg) was medically treated (alphagan). According to the ccqs dated on (B)(6) 2014, istent was implanted at the same surgery date, when the iol was implanted, but no details or indications were provided. At the last visit bcva was 20/25 and patient was under monitoring. The surgeon have not attributed postoperative sequelae to the lens. It should be noted that istent is indicated for use in conjunction with cataract surgery for reduction of iop in patients with open-angle glaucoma. The adverse events reported in clinical trial include stent obstruction and early post-operative anterior chamber cells. Per dfu for silicone single piece iol with toric optic under warnings is written: "7. The safety of intraocular lens implantation has not been substantiated in patients with pre-existing ocular conditions (e.g., chronic drug miosis, glaucoma, amblyopia, diabetic retinopathy, previous corneal transplant, history of retinal detachment, or iritis). Physicians considering iol implantation in such patients should explore the use of alternative methods of aphakic correction and consider iol implantation only if alternatives are deemed unsatisfactory to meet the needs of the patient." Given all this information there is no sufficient data to support implantation of this lens in such patients that required istent. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).